Manufacturer narrative:
The investigation determined that a lower than expected vitros amph proficiency result occurred on a vitros 5,1 fs system. The investigation concludes that a false negative vitros amph result was obtained from a proficiency sample based on a measured mdma value of 1500 ng/ml. The root cause is a known limitation of the vitros amph reagent. The mdma compound has a low cross reactivity with the vitros amph reagent as stated in the vitros amph instructions for use (IFU). The vitros 5600 system did not malfunction.

Event description:
A customer observed a lower than expected vitros amph result from a proficiency sample fluid processed on a vitros 5600 integrated system. Vitros amph proficiency results: sample result: 998 ng/ml (negative) versus expected result 1500 ng/ml (positive) using a cutoff of 1000 ng/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)..